Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 439 mg/dl. The customer was in for surgery, but the doctor would not operate until his blood glucose levels were in normal range. Troubleshooting was performed, and the daily totals did not match with the bolus and basal rate delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.